Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: the report indicates that the abdominal incision size was reported to be 5 to 6 mm in length. When pulling the device through the abdominal wall the user reported that the tube is difficult to pull through. Difficulty pushing the dilating tip of the feeding tube through the abdominal wall can occur if the incision through the skin is less than 1cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions four use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube is being advanced into position over the wire guide. The likely root cause for this incident is possibly due to the incision size being too small, thus causing the difficulty when pulling the device through the abdominal wall. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated to reduce occurrences related to difficulty pulling the tube through the incision site. Quality assurance will continue to monitor for complaint trends. Add'l comments regarding this report. Based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following info was provided by the cook area rep based on comments made by the user: the abdominal incision size was reported to be 5 to 6 mm in length. The instructions for use direct the user to make a 1cm (or 10 mm) incision. When pulling the device through the abdominal wall the user reported that the tube is difficult to pull through. The physician does not like the taper section of the tube and believes the tube should be tapered more. The physician needed to increase the length of the incision in response to this resistance. The pt was not harmed. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.